Event description:
The complainant alleged that during the incoming inspection of the device, an error message code "cable fault" was displayed on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.